Event description:
It was reported the asymptomatic patient had externalized conductors confirmed via fluoroscopy when presented for a generator change due to eri. The device was explanted and replaced.

Manufacturer narrative:
Corrections: report type: product problem only; outcomes attributed to adverse: none; type of reportable event: malfunction. A partial lead with the distal tip measuring 49.9cm was returned for analysis. External insulation abrasion was noted at 27.9-28.1cm from the distal tip, consistent with lead friction to another device or patient anatomy, and at 40.6-40.7cm, 40.7-40.8cm, and 49.4-49.6cm from the distal tip, consistent with lead friction to the device can. Externalized conductors due to internal insulation abrasion were noted at 11.2-13.2cm and 11.4-14.2cm from the distal tip. Internal insulation abrasion was noted at 27.5-28.9cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).